Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, r-wave oversensing was observed on the ra lead. The patient did not receive therapy. Recommended programming changes were made. There were no adverse consequences to the patient.